Event description:
Reportedly, this patient had three cages implanted on this surgical date. Two were at l3-4 right and left, and one was placed at l4-5. The patient had pain following an 8 week recovery, and it was determined that the l4-5 cage end cap had come off with bone fragments protruding into the space. Another surgery was conducted in 2000 to remove the fragments, re-pack the cage and replace the end cap.